Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory.(B)(4).

Event description:
It was reported that the patient started having problems in (B)(6) 2015 and had lost the use of their leg. A catheter complication was reported. The patient was working with their healthcare provider (hcp) the patient had an MRI in (B)(6) and the hcp had just looked at the results on (B)(6) 2015 (monday). The MRI did not find anything but the patient wanted another MRI of the catheter connection in their abdomen. The patient did not have an appointment with their hcp until (B)(6) 2015. The pump system was delivering baclofen, dilaudid and marcaine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).